Manufacturer narrative:
D10 ¿ product received on: 06jun2019. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One 7.0 fr catheter was returned for investigation. The stiffening cannula/stylet combination was inserted through the catheter. The stylet extended from the distal end of the catheter approximately 9 mm to the start of the bevel. The suture appeared normal on the catheter. The inner stylet was removed from the cannula, but the cannula experienced resistance and would cause the catheter to accordion upon attempted removal. The cannula was eventually removed, with resistance, by sliding the distal end of the catheter slowly off the cannula. A slight bend was observed at the distal end, but no other damage was noted. Biomatter was present along the surface. Dimensional measurements of the inner diameter of the catheter and outer diameter of the cannula were within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters include difficult inserting/removing the metal stiffener into the catheter and damage to the catheter during introduction of the metal stiffening cannula. The identified risk control includes the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The IFU supplied with mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for the complaint lot revealed three reported nonconformances. All devices were scrapped out. The catheter tubing subassembly also revealed one nonconformance, and the identified devices were scrapped out. All reported nonconformances were determined to be unrelated to the failure mode. The disposable stiffening cannula subassembly lot revealed one related nonconformance for "transition poor" and two devices were scrapped out. This issue is inspected 100% prior to device release. A software search revealed one other complaint was reported this lot, for difficulty removing the stiffener. Actions are currently being taken to address this failure mode. As there are adequate inspection activities for the related nonconformances and complaints, it was concluded there is no evidence that nonconforming product exists in house or in field for the complaint device lot. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: quality engineer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used during a percutaneous puncture drainage procedure in a (B)(6) year old male patient. The user reports stiffening style extended "too far out" from the cannula. The procedure was completed with another device. On 10jun2019, cook's preliminary investigation of the device found "the metal stiffening cannula could not be removed from the catheter. It was stuck, causing the catheter tubing to accordion upon attempted removal." This complaint will address the finding of cook's investigation. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.